Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system was seen in the emergency room for palpitations, and was then admitted due to atrial fibrillation with rapid ventricular response. A device evaluation was performed and it was noted in the daily measurements there was a low, out-of-range (oor), shock lead impedance measurement of zero noted. This was a single occurrence and other measurements were in range. The field representative did commanded shock lead impedance measurements in all configurations and they were normal. No adverse patient effects were reported. The system remains in service and the plan was to routinely monitor.